Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated approximately one week ago (unsure of the exact date) their husband grabbed them up in a bear hug motion and they felt a sharp pain in their back/legs. The patient stated that after this incident they were not able to walk without having their legs bent. The patient stated that they couldn¿t straighten their legs. The patient also stated that two to three days ago their tailbone area had started hurting and they were unsure if it was because of how they were walking and sitting differently or if it was completely unrelated. The patient was given a new program to see if that would help with the pain they were experiencing. The healthcare provider (hcp) was made aware of the incident and the patient¿s complaints. Per the medical doctor the patient was to try the new program and follow-up with them if no change was issued. The patient denied all other complaints at this time. An impedance check was performed and was within normal limits. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting actions taken to resolve the patient¿s sharp pain in their back, not being able to walk without having their legs bent and their tailbone area hurting was their impedances were checked and contacts were within normal limits, the patient medical doctor was notified of the patient¿s incident and the rep also reprogrammed the patient. It was unknown if the issues had been resolved. No further complications were reported/anticipated.